Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvwh10) and unknown trephine tool were returned for investigation. Visual evaluation of the as returned products identified that the devices were still engaged with each other. Additionally, there was bone residue around the external threads (damaged probably during removal) due to usage. Functional testing was performed to disengage the devices. The devices could not be disengaged and were determined to be stuck together. Pre-existing condition noted on the per was moderate bone density type ii. The implant had been placed at tooth #19 (universal) for approximately 8 years. X-ray or picture images were not provided. DHR review for the lot: (61999064) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the unknown trephine too as the lot number was unknown. Complaint history review was performed for the lot: (61999064) for similar events and no other complaint was identified. However, complaint history review could not be performed for the trephine tool as the lot/item number was unknown. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported events or devices. Therefore, based on the available information, fracture could not be verified / confirmed as the implant could only be partially evaluated ¿ upper part was engaged / covered by the tool. However, device malfunction (does not disengage) was confirmed. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is long term overloading and user error. No further investigation or immediate CAPA / hhe / deescalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided. Additional 510k number: k011028, k013227.

Event description:
It was reported that implant platform fracture at tooth location 19. Implant was removed.